Event description:
It was reported that it was impossible to remove a stent delivery system through the introducer. Reportedly, the delivery system was inserted through a 6f sheath with some friction. After successful stent release the delivery system could not be removed. An increased force level was necessary to remove the entire system causing fracture of the introducer. Another femoral puncture was necessary to finish the procedure.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.